Event description:
The technician alleged that the bed had no emergency trendelenburg function. No pt impact.

Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.